Manufacturer narrative:
Additional information was received on march 11, 2016: the thrombus was treated by applying a compression wrap to the leg and a serial ultrasound surveillance was performed until the vein closed/occluded.

Manufacturer narrative:
(B)(4).

Event description:
A radiofrequency ablation procedure was done on a right great saphenous vein (gsv) on (B)(6) 2016. Upon a follow-up ultrasound, a free floating thrombus was noticed within the vein. It resolved without any treatment. The patient is doing fine.

Manufacturer narrative:
Additional information was received on march 11, 2016: the thrombus was treated by applying a compression wrap to the leg and a serial ultrasound surveillance was performed until the vein closed/occluded.

Manufacturer narrative:
Evaluation summary: the generator was received and forwarded to the supplier for service. The front bezel was replaced. A new lcd protective cover and covidien nameplate on panel were installed. The top enclosure was replaced. Screws were updated from 1/4" in length to 3/8" and 4 standoffs were used to attach power supply pca to ac power pca. A missing power cord, velcro tie and cd were replaced. First function testing was performed according to the manufacturing procedure and it failed dielectric withstand primary to patent portion of electrical safety test. The rf isothermal cable was replaced with a new part. Reran all test functions and all tests passed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.